Manufacturer narrative:
One infusion administration set was received for evaluation in relation to the reported event. Evaluation of the device is currently in progress. Once the evaluation is complete, a follow-up report with evaluation results will be submitted.

Event description:
It was reported that when the customer was performing a priming during pre-use check, leakage of medical fluid from the connection part (where the filter and the tube was connected) was observed. There was no patient injury reported.

Manufacturer narrative:
H6: event problem and evaluation codes: updated. H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. One sample was returned for evaluation of the failure and picture by the customer was not provide it. Unit returned was received inside of a plastic bag which its original open packaging. Visual inspection results: the sample don?t present any damage, scuffs, pinch marks, cracks, crazing, cuts, etc. Could cause the failure mode reported. Leak test results: the sample was analyzed using a syringe with colored water to detect any leaks. During the test sample, a leak was found between the filter and tube. The complaint is confirmed. Root cause identified in the process was lack solvent between filter and tube due to not following the procedure that explain the process to assembly the components with the solvent to prevent occlusion and leaks issues. The cause of the reported problem was traced to the manufacturing process. The manufactured lot, met the requirements to release the lot with no deviations identified during their manufacturing.

Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). Please disregard the initial report submitted with the MFR number: 3012307300-2022-04295. The report was submitted in error.